Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display on the touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer had a v60 ventilator with a dim display on the touchscreen. Investigation is ongoing.

Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the customer had a v60 ventilator with a dim display on the touchscreen. The customer already has an existing order for a replacement user interface (ui) assembly but is requesting a ui assembly that is in stock. The customer was provided with the part number for the ui assembly, without nav-ring. Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 03/07/2023, 04/12/2023 and 05/03/2023. However, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.